Event description:
Procedure type: lap appendectomy. According to the reporter: the sleeve inserted into the trocar with a veress needle. After, when trying to insert the cannula into the sleeve, the sleeve was punctured in the middle. The versastep could not be used.

Manufacturer narrative:
(B)(4).